Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the mid right coronary artery with moderate tortuosity, moderate calcification and 90% stenosis, a 3.5x15 mm nc trek balloon dilatation catheter (bdc) was advanced without resistance and crossed the target lesion. During the first inflation, the balloon ruptured at 8 atmospheres when inflated for one second. Reportedly, air aspiration was performed inside of the patient anatomy prior to use. The 3.5x15 mm nc trek bdc was withdrawn without resistance from the patient anatomy and a 3.5x15 mm non-abbott bdc was used without issue. There was no adverse patient effect and no clinically significant delay in the procedure. The procedure was successfully completed after implanting a 3.5x24 mm non-abbott stent. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: (B)(4). Visual inspection was performed on the returned device. The reported balloon rupture was unable to be confirmed; however, the hole in the outer member is likely what was perceived as the rupture. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. It should be noted coronary dilatation catheters (cdc), nc trek rx, global, instruction for use states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body; otherwise, complications may occur. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported balloon rupture.